Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Drive support disk was inspected and no anomaly was noted. No cosmetic damage noted.(B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 467 mg/dl. The customer was treated for the high blood glucose with an insulin pen. The customer stated that the drive support cap was protruded. The customer sent the product back for analysis. A replacement pump was shipped to the customer.